Manufacturer narrative:
Remains implanted.

Event description:
The patient underwent endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6) 2014. The aortic body graft was positioned and deployed as expected, and the proximal sealing ring was ballooned with a coda balloon. A review of the final angiogram showed the presence of a type ia endoleak; the physician elected to monitor the endoleak until further follow-up. The follow-up CT performed on (B)(6) 2014 showed the presence of a type ia endoleak. A re-intervention to treat the endoleak is planned for (B)(6) 2014. As of the date of this report, the patient is asymptomatic and there have been no additional sequelae reported.